Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Analysis of the desktop charger (serial number (B)(4)) found that the connector was bent. Fdc 92 applies to the implantable neurostimulator (serial number (B)(4)) and fdc 67 applies to the desktop charger (serial number (B)(4)).

Event description:
The consumer reported that the recharger would not turn on last night, could not even get the lights to turn on. The reporter did not know that the recharger needed to be charged. The patient normally just plugged everything in and charged the implant while the recharger was plugged into the wall outlet. The reporter stated that was probably why it was taking the patient so long to charge. The reporter also did not know that the recharger could be charged to full and then could be removed from the desktop charger to charge the implant. Problems with the recharger began last night. The patient was going to plug the recharger in and charge it first, if there are problems turning the recharger on after charging it they would call back. The reporter called back later in the day stating that the recharger was not charging. The recharger icon and plug were not appearing on the screen. The recharger screen was blank/dead and there was no response when plugged in. The green light was on and the pin was okay. The patient last recharged 2 weeks ago. The stimulation was off. The change patient programmer battery icon displayed. The patient changed the batteries and the programmer began to function normally. The patient was not able to adjust stimulation. The charge implant screen displayed. The desktop charger tip was bent. Anomaly appeared to have occurred through product use. Five days later it was reported that the patient received the new cord last week. Last week was when they noticed the implant was a problem. Before then the patient noticed it was taking longer to charge. The patient had a call into his health care provider's office but has not heard back yet. The indications for use were radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.